Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that when the customer jiggles the therapy cable, the ready for use indicator (rfu) will go from a red x to a black hour glass. There was no patient involvement.